Manufacturer narrative:
The date of the event onset was reported as approximately on the last day of (B)(6) 2016 and also reported as about three weeks ago. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the event was unknown. The patient was not hospitalized. The patient was treated with intraperitoneal vancomycin (1.5g; frequency not reported) and intraperitoneal fortaz (1g; frequency not reported) for three weeks for peritonitis. Dianeal therapy remained ongoing. At the time of this report, the patient had recovered. No additional information is available.